Event description:
The respiratory therapist was in the patient's room when the screen on the ventilator went black. The ventilator screen was off for approximately 30 seconds. During this time, the patient was bagged and another ventilator was brought in and placed on the patient. The patient's vital signs were checked and noted to be the same as the previous readings. No patient injury occurred.